Manufacturer narrative:
A ge oec service representative investigated the issue and could not removed and replaced the hard drive and reloaded system calibration and configuration files. It was also evident that the system was improperly shut down, which corrupted the system data. User was instructed on proper shutdown procedure. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had three images from a case saved. After system shutdown and reboot for download to pacs, images were not present. Data loss.